Event description:
Customer reported that she had high blood glucose and that the insulin pump is alarming motor error and the drive support cap is protruding out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with missing end cap sticker.